Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012 at 5:30pm, he obtained the reading of "hi" on the subject meter and when he retested, got a result of "40mg/dl". The patient stated that he manages his diabetes with the insulin pump and immediately took more food/drink in response to the reported issue. The patient claimed that he did not develop any symptoms but that he self treated with "four glucose tablets" shortly after the alleged issue occurred. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and the treatment received correlated with the lfs meter test result. However, this complaint is being reported because, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.